Event description:
Customer reportedly took novolog 10 units following blood glucose result of hi (greater than 600 mg/dl) obtained on the advantage system. Customer re-tested within 10 minutes and received blood glucose result of 210 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.